Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up and was offline on remote support service. The screen remained black and did not turn on. The device was unplugged from the wall outlet and plugged back in; however, the device remained nonfunctional and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power up and was offline on remote smart service. The field service engineer (fse) performed troubleshooting and a visual inspection, which identified that the drawer 6 pyxibus module controller and both drawer boards had failed. The circuit boards were replaced and configured. Testing was then resumed, and no further issues were observed. The user verified proper operation by completing inventory counts successfully. The system functioned after the field service engineer repaired the device.